Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient was diagnosed with covid-19, the patient was admitted into hospice care, and a scan was performed; it was not specified what type of scan was performed. The hospital staff informed the patient that their implantable cardioverter defibrillator (ICD) was not operating; it was unclear what the hospital staff meant by this statement. The patient's condition later improved, and the patient tested negative for covid-19. The cardiologist was contacted and informed the patient advocate that the clinic was unable to get the patient discharged from hospice status to have the ICD checked. In addition, the patient believed they received four shocks a few days prior. This device remains in service. No adverse patient effects were reported.